Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient is having an ins replacement after two years. The patient reported charging difficulties, battery would shut off unexpectedly, and the battery would drain a lot quicker. No falls, no procedures but this is a motor cortex case and patient does run at two programs at 15.s milla amps each. So she goes through a lot of energy. And has to recharge twice a day.  The patient noticed an increase in battery draining in the last two months the patient has ordered a new patient programmer and a new paddle to try to resolve the issues but the issues remained. The rep made sure that she was charging on the highest energy and talked about connectivity. The rep also looked at the patient's logs and noticed multiple attempts each day to recharge some sessions connecting a short amount of time others longer but no movement on the bar graph. The issue was reported to be resolved at the time of the report.